Event description:
Adverse event(s): "cannot see intermediate or far vision and poor depth perception" (vision, impaired). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she cannot see at intermediate or far distances and has no depth perception. The consumer reported that she cannot see detail of objects 50 feet away and edges are not sharp. She also has trouble seeing products on the shelves at the grocery store. The consumer reported, she is able to read very well. At the request of the consumer, her surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, her surgeon was not contacted. (B) (4). (B) (4).